Event description:
It was additionally reported that pump thrombus was not confirmed and there were no changes to anticoagulation treatment. A computed tomography was performed and found nothing. The patient was cardiopulmonary stable without symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected thrombus could not be confirmed as no images were submitted and the device remains in use. Review of the submitted graphs summaries of the log files confirmed an increase in pump power with a decrease in flow values; however, a specific cause could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the observed parameter changes, as well as a direct correlation between the suspected thrombus and the parameters changes could not be conclusively determined through this evaluation. The submitted controller event log file graphs collectively contained events from (B)(6) 2023. On (B)(6) 2023, motor power gradually increased up to a maximum value of 5.6 watts. During this time, average pi appeared to increase. In addition, estimated flow decreased from baseline values to 3.3 lpm. Motor power ultimately returned to baseline values and remained stable throughout the remainder of the captured events; however, the flow remained below 4.0 lpm. No other notable event or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU lists pump thrombosis as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump power and flow. This section states that pump power is a direct measurement of pump motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also explains that while pump power is directly measured by the system controller, pump flow is a calculated value that is estimated based on pump power. Section 1 further explains that gradual power increases, over hours or days, may signal thrombus deposits inside the pump. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Furthermore, power values greater than 10 to 12 watts also can indicate the presence of thrombus and abrupt changes in power should be evaluated for the cause. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system ran stably and unobtrusively in long term. The river fell by one liter and the power would briefly go up and fall back to baseline. There was thought to be thrombotic material on the rotor. There was no improvement after lysis therapy. The system ran at 3.8 liters per minute and initial flow was 5. The patient was transferred for listing.